Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high compared to other devices. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient informed the csr that he tests his blood glucose 3 to 4 times per day and manages his diabetes with a combination of oral medication (metformin) and humalog insulin (25/75). The patient reported that on an unspecified date/time he obtained blood glucose readings of "8.9 mmol/l" with the subject meter and "7.3 mmol/l" on a laboratory device, performed less than 10 minutes apart from each other. Based on statistical methodology the calculated difference of these glucose results exceeds the expected value of <= 20%. The patient also reported comparing the subject meter to a clinic's meter and backup meter on unspecified dates/times and obtaining readings of "9.4 vs 6.6mmol/l," "7.5 vs 5.4 mmol/l" and "7.5 vs 5.6 mmol/l." Based on statistical methodology, the calculated difference of these glucose results also exceeds the expected value of <= 30%. The patient reported that on approximately 7 or 8 occasions he developed symptoms of "sweats and shakes" within a couple of hours of taking an increased dose of insulin based on alleged inaccurate high readings he had obtained with the subject meter. The patient claimed he would treat himself with food and/or drink in response to the symptoms and confirmed feeling better afterwards. The patient did not recall the dates/times of when he felt symptomatic nor did he recall the exact readings obtained with the subject meter prior to the onset of symptoms on those 7 or 8 occasions. At the time of troubleshooting, the csr noted that the patient was using the correct testing technique and that the test strips were in good condition and within their expiration date. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k #= k110637.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter was tested and no faults were found. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.